Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 506 mg/dl after an occlusion alert on an infusion set, which was resolved only after performing a full supply change. The user had resumed insulin before changing supplies, and the affected component was the connector/coupler of the infusion set. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.